Manufacturer narrative:
Additional information: g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. It was reported that after the patient was intubated, an air leakage sound could be heard and the patient's blood oxygen level did not reach the expected level. After examination, it was found that the endotracheal tube's cuff was leaking air, so the tracheal tube was replaced. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and be returned. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by ¿feel¿ of pressure in the syringe since little resistance should be felt during inflation. Do not over-inflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Over-inflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff, requiring a tube change. Verify the position of the tube after each repositioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device curity 9475e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient was intubated, an air leakage sound could be heard and the patient's blood oxygen level did not reach the expected level. After examination, it was found that the endotracheal tube's cuff was leaking air, so the tracheal tube was replaced.